Manufacturer narrative:
Pc (B)(4). No lot was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Information unavailable. On what date did the implant take place? Information unavailable. On what date did the explant take place? (B)(6) 2020 what is the product code for the linx device that was removed? Information unavailable. What is the lot number of the linx device? Information unavailable. When using the linx sizing device what technique was used to determine the size? Information unavailable. Did the patient have an autoimmune disease? Information unavailable. Is the patient currently taking steroids / immunization drugs? Information unavailable. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Information unavailable. How severe was the dysphagia/odynophagia before intervention? Information unavailable. Were there any intra-operative complications during implant? Information unavailable. Was there any hiatal or crural repair done at the same time as the implant? Information unavailable. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Information unavailable. What was the reason for removal of the linx device? Dysphasia. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx was removed. The patient experienced dysphasia.